Event description:
A bio arc to subfascial hammock was implanted to treat "pelvic organ prolapse and/or stress urinary incontinence." The date of implant was not provided. Plaintiff's attorney has alleged that, "as a result" of having the mesh implanted in her, "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries," and that damage nerve endings lead to "neuromas." It was also alleged that she had "severe personal injuries" and "severe emotional distress" and other losses.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.